Event description:
Pt admitted to hospital for elective removal and replacement of ICD battery secondary to battery depletion. Although battery had not reached it's elective replacement interval, prolonged charge time led to early generator change per recommendations through the company.